Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported the customer's freestyle libre sensor became stuck in applicator and could not apply. The customer subsequently experienced symptoms of sweating, agitation, and aggression. The customer had contact with a healthcare professional, was diagnosed with hyperglycemia, and treated with novolog insulin (dose unknown). There was no report of death or permanent injury associated with this event.